Event description:
Initial info was reported by a physician to a sanofi-aventis sales representative on (B)(6) 2011: a female pt experienced an inflammatory response to poly-l-lactic acid (sculptra aesthetic) [lot # 1a0039, expiration date unk] after she received treatment with the product on (B)(6) 2011. After the procedure her face was slightly swollen and then on (B)(6) 2011 her face became swollen like a balloon and she developed a rash on her face. She was started on antibiotics and a methylprednisolone [medrol] pak. On the day of the report, the swelling was down but the pt still had rash. No further relevant info reported.